Event description:
It was reported a right femoral arteriogram was performed to evaluate superficial femoral artery (sfa) disease. The pt had complained of claudication symptoms upon walking. The vascular surgeon noted in the anterior (ap) view, a filling defect at the top of the femoral head diagnosed by the patient's claudication symptoms and the point of maximum gradient of testing. The pt had 2 prior percutaneous procedures where angio-seals had been deployed; 9 and 7 months ago. Surgery is scheduled in 9 days and a follow up meeting had been scheduled by the representative and the surgeon. The sales representative met with the vascular surgeon and discussed the absorption of the components. A follow up meeting with the surgeon revealed surgical findings of extensive scar tissue in the iliac artery in the area of the ligament. He theorized the angio-seal was deployed with contact with the ligament which caused scar tissue formation. That, combined with plaque formation on the back wall of the artery, not visible on the femoral angiogram, reduced flow to that leg, causing claudication. An endarterectomy and graft patch angioplasty were performed. No components of the angio-seal were present or visible. The patient's anatomy would have made for a difficult manual stasis because the common femoral artery dipped posterior at the level of the ligament.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal device instruction for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.